Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) there were no anomalies found. The full lead was returned and analyzed. The distal conductor was noted stretched. There was blood/body fluid present in the distal conductor (not obstructed), in/on helix/lobe mechanism (sleeve head) and in/on helix/lobe mechanism noted. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.

Event description:
It was reported that during the implant procedure the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.